Event description:
Boston scientific received information that the lead safety switch was triggered for the right atrial (ra) lead and pacemaker for an unspecified out of range impedance measurement. Upon further review oversensing of noise leading to inappropriate atrial tachy response (atr) episodes were also observed on the ra channel. No x-ray was taken. The physician has opted to increase follow-up with the patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.